Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 99. 2 days later consumer sought medical treatment for severe left earlobe pain and antibiotics were prescribed. 8 weeks later, consumer sought medical treatment for right earlobe pain and again was prescribed antibiotics.